Event description:
At 54.0 months post implant, this implantable cardioverter defibrillator (ICD) was emitting beeping tones. The tones were due to an elective replacement indicator (eri). The family suspects that this device depleted early. The device was explanted and returned to guidant for analysis.